Event description:
It was reported that during a percutaneous transluminal intervention, crossing difficulties and stent damage occurred. The physician attempted to cross an unspecified lesion with the 2.50 x 20 mm taxus drug eluting stent. The attempt was unsuccessful. Following removal, stent damage was noted. It is unknown how the procedure was completed. There were no patient complications reported and the patient's condition was reported as fine. Additional information was requested but not available.

Manufacturer narrative:
(B)(6). (B)(4).